Event description:
It was reported that the system 2600 locked up, and the keyboard was unresponsive on the workstation, and there was difficulty in annotating images. There was no pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Numerous attempts were made to force the system to failure with no duplication of the problem. Review of system error logs showed no lock ups. The system was tested and found to be working as intended and placed back into service.